Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During lumbar fusion fixation it was noted that the loop of screw core dropped off. Changed the new one to complete. The piece didn't fall into patient. There was no delay during procedure.

Manufacturer narrative:
The moss miami top loading polyaxial screw was returned for evaluation. Visual evaluation revealed that the inner cap (saddle) had been completely dislodged from its intended location. A DHR review identified no issues that could have caused or contributed to the reported event. Complaint trend analysis found no related complaints. The root cause for the polyaxial screw¿s inner cap becoming completely dislodged from its intended location cannot be positively determined. However, a potential root cause may likely be that the inner cap was subjected to a higher than anticipated load resulting in the inner cap becoming dislodged from its intended location. Based on the outcome of the investigation, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.